Manufacturer narrative:
Citation: piayda k et al. Performance of the corevalve evolut r and pro in severely calcified anatomy: a propensity score matched analysis. Heart lung circ. 2020 jun 16;s1443-9506(20)30265-1. Doi: 10.1016/j.hlc.2020.05.096. Earliest date of publish used for date of event. Medtronic products referenced: evolut r (PMA# p130021, pro code npt), evolut pro (PMA# p130021, pro code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an assessment of the performance of the evolut r and evolut pro in patients with severely calcified native aortic valve anatomy. All data were collected from a single center between september 2015 and march 2018. The study population included 361 patients and was predominantly female with a mean age of 82 years. All patients underwent transfemoral transcatheter aortic valve replacement (tavr) with the medtronic evolut r (287) or evolut pro (74). No serial numbers were provided. One patient, identified as a (B)(6)-year-old female, was treated with a 26 mm evolut r with a reported mean implantation depth of 4.9 mm (5.2 mm at the non-coronary cusp and 4.6 mm at the left coronary cusp). During valve implantation, the left coronary artery was obstructed, and rescue stenting with open-heart surgery was unsuccessful and the patient died. Based on the available information, medtronic product may have been associated with this death. An additional 4 deaths occurred within 30 days after tavr. No further details were provided. Based on the available information, medtronic product was not directly associated with these deaths. Among all patients, adverse events included: new permanent pacemaker implantation; valve-in-valve implantation due to severe aortic regurgitation/paravalvular leak caused by valve dislodgement; stroke or transient ischemic attack; conversion to open-heart surgery; need for cardiopulmonary resuscitation; need for intubation; need for mechanical circulatory support; mild to moderate aortic regurgitation/paravalvular leak; life-threatening or major bleeding; and major vascular complications. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Additional information received from the physician/author stated the following: an autopsy was not performed on the 91-year-old female patient, but the evolut r was the likely cause of the coronary obstruction. The cause of death was procedure related for all 4 patients who died within 30 days after tavr. No further details are able to be provided. All pacemaker indications and vascular complications were procedure related. No evolut r or evolut pro valves were explanted. No additional adverse patient effects or product performance issues were reported. H6 - eval code method updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.